Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged power cord. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection, power on self-test, battery testing and an alarm log review were performed. During the visual inspection it was found that the power cord was damaged. The power cord was replaced. The pump passed all testing and was returned to the customer in working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.